Event description:
The reporter stated that while testing a patient a blood glucose result of 332 mg/dl was obtained at 10:10 pm using the accuchek inform ii meter (serial number (B)(4)). At 10:13 pm a blood glucose result of 107 mg/dl was obtained on the same meter. At 10:16 pm the patient was tested for a third time and the blood glucose result of 125 mg/dl was obtained on the accuchek inform ii meter (serial number (B)(4)). The reporter stated that the staff believed the result of 125 mg/dl. There was no treatment given to the patient based on any of the meter results. The same vial of strips were used for the results on both meters. Controls had been performed and they had passed successfully on both meters within the last 24 hours. The reporter did not have access to information regarding the patient's current condition. There was no adverse event. The suspect device product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. There was no product returned.